Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to partial insertion of device and poor hearing performance. The patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on march 11, 2024.